Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired. The date of patients' death and implant duration are unknown. Cause of death has not been provided; therefore, it is unknown if the death was device related.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired after 2 days (0.07 months), edward's valve did not cause or contribute to the patient's death.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. A device history record review is in progress. Correspondence on (B)(6) 2011 from the hospital indicated that the patient's medical chart is not available.

Manufacturer narrative:
It has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.